Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that catheter crossing difficulties were encountered. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous posterolateral of left circumflex (lcx) artery. A 38mm x 2.50mm promus element plus stent was used however, could not cross the target lesion due severe calcification and severe tortuosity of the vessel. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a stent damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was slightly flared at both ends. This "dog boning" effect is likely caused by subjecting the balloon to a low positive pressure, causing the stent to expand at the ends. No issues were noted with the tip of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).